Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak within their cycler. The fluid leak occurred during an unknown phase and cycle of pd treatment and two days prior to the patient reporting it. Fluid was discovered in the pump module area and on the external of the cycler set cassette. Fluid leaked from the cassette door and "poured out everywhere." No alarms were reported. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was initially reported that the patient did not have an alternate form of treatment available. The patient confirmed during follow-up that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient could not recall whether treatment was completed on the day of the event. The patient is continuing pd therapy with a liberty select cycler without further issue or reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is not confirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak within their cycler. The fluid leak occurred during an unknown phase and cycle of pd treatment and two days prior to the patient reporting it. Fluid was discovered in the pump module area and on the external of the cycler set cassette. Fluid leaked from the cassette door and "poured out everywhere." No alarms were reported. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was initially reported that the patient did not have an alternate form of treatment available. The patient confirmed during follow-up that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient could not recall whether treatment was completed on the day of the event. The patient is continuing pd therapy with a liberty select cycler without further issue or reoccurrence of the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak within their cycler. The fluid leak occurred during an unknown phase and cycle of pd treatment and two days prior to the patient reporting it. Fluid was discovered in the pump module area and on the external of the cycler set cassette. Fluid leaked from the cassette door and "poured out everywhere." No alarms were reported. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was initially reported that the patient did not have an alternate form of treatment available. The patient confirmed during follow-up that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient could not recall whether treatment was completed on the day of the event. The patient is continuing pd therapy with a liberty select cycler without further issue or reoccurrence of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.